Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis and feeling full in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and dianeal, unknown therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and dianeal, unknown (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. During a follow up call with the consumer on (B)(6) 2011 the event of feeling full was reported. At the time of the call treatment and outcome for feeling full was not reported. On an unreported date in (B)(6) 2011, the patient was hospitalized for the peritonitis. It was unknown if a peritoneal effluent culture was performed. Treatment for the peritonitis was not reported. On an unreported date in (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. It was not reported if pd therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883504, gd882647, and gd882258 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.